Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a dentist could not screw and remove a dental abutment upon initial placement of a dental implant. The entire implant was removed and replaced with a new one within the same visit. No adverse patient consequences were reported.